Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 18 years and 7 months post implant of this 29mm bioprosthetic mitral valve, it was explanted and replaced with a valve of the same size and model. The reason for replacement was not reported. No additional adverse patient effects were reported.